Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) reviewed and there was a ventricular tachycardia (vt) event with nothing on the atrial channel. This lead remains in service. No adverse patient effects were reported.